Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported when using an unknown bd¿ blood collection tubes the cap is loose and there was report of erroneous results. The following information was provided by the initial reporter. The customer stated: ¿improve the tube cap. Today the tubes do not have threads and once they are opened we cannot guarantee that they will remain closed, making it a risk. In addition, we had divergences in the zinc results collected in the bd tube and the other brands.¿

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for stopper creep out and erroneous results. H3 other text : see h10.

Event description:
It was reported when using an unknown bd¿ blood collection tubes the cap is loose and there was report of erroneous results. The following information was provided by the initial reporter. The customer stated: ¿improve the tube cap. Today the tubes do not have threads and once they are opened we cannot guarantee that they will remain closed, making it a risk. In addition, we had divergences in the zinc results collected in the bd tube and the other brands.¿